Event description:
The user facility reported a 65-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient had elevated lactate dehydrogenase and the physician was unable to reposition the pump off the mitral valve. The physician exchanged the pump to achieve optimal positioning to alleviate increased risk for hemolysis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The pump was not returned for investigation. As per clinical, doctor found pump to be deep near mitral valve/apparatus. The cause of the positioning issue was most likely use related as the replacement 5.5 was able to be placed and positioned without issue.